Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge did not increase while pump was charging. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the pump data was reviewed, but the static battery gauge issue could not be verified. Customer was advised to contact tandem technical support should the issue recur.